Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead showed noise related episodes during a routing device check. Stored episodes showed some pacing inhibition, though the patient was not symptomatic. Noise was reproducible. The physician decided to implant a new lead. An xray showed an insulation break under the clavicle and the physician confirmed the insulation break at explant.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection approximately 23 cm distal to the is1 connector pin the lead body was found squeezed and deformed. In this region the outer coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore approximately 49.5 cm distal to the is1 connector pin the insulation was found rubbed through which most likely resulted from constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem. Both damages might be responsible for the clinical observation of noise mentioned in the complaint description.